Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two appropriate shocks. The shocks successfully converted the patient however low out of range shock impedance measurements were observed. Additionally, review of recent episodes showed the signal amplitude to be small. Technical services discussed potentially repositioning the electrode to improve both the impedance measurements and sensing signal. No adverse patient effects were reported. The patient was referred to their cardiologist for follow-up.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two appropriate shocks. The shocks successfully converted the patient however low out of range shock impedance measurements were observed. Additionally, review of recent episodes showed the signal amplitude to be small. Technical services (ts) discussed potentially repositioning the electrode to improve both the impedance measurements and sensing signal. No adverse patient effects were reported. The patient was referred to their cardiologist for follow-up. Additional information was received indicating the patient received two additional inappropriate shocks. The following day the patient received three shocks, two of which were appropriate and successful at converting. Low shock impedance measurements continued to be observed. T-wave oversensing was noted in one of the inappropriate episodes. Due to continued small signal amplitudes, technical services discussed rescreening the patient for a better system location or considering a transvenous system. The patient was subsequently rescreened and no viable sensing vector was found. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should further information become available.